Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using an ilet system with a 6 mm, 23-inch infusion set, with no alarms, leaks, or interruptions to insulin delivery, and the highest glucose noted was 206 mg/dl for approximately one hour before trending down without backup therapy or ketone testing. Symptoms included elevated blood glucose without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no need for assistance, no medical intervention, and no hospitalization. Investigation included phone-based troubleshooting and user education focused on continued monitoring and consideration of an infusion set change if hyperglycemia persisted. Investigation of this case revealed no device alarms or delivery stoppages and suggested a possible transient infusion set or tubing position issue, with hyperglycemia resolving as glucose trended down. It was concluded, based on previously established findings for similar reports, that the cause was unclear.